Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and increased threshold measurement from 1.7 volts/1.0milliseconds to 6.0 volts/1.0milliseconds was noted. X-ray confirmed that this lv lead has pulled back significantly from implant. There was no capture at 7volts/1.0milliseconds and also a massive hematoma at incision site was noted. The patient was not symptomatic due to lack of lv pacing. This lv lead was repositioned and the hematoma was evacuated. There were no adverse patient effects reported and threshold measurement was 0.7volts/0.5milliseconds post repositioning. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.